Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803. The reciproc blue file r25 8/100 25mm 025 returned in loose is actually broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches #1616165, 1616632, 1616947, 1617369, 1617170). Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Root causes are not identified. This kind of event is tracked and we monitor the trend. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a reciproc blue broke during use. The patient's tooth was extracted.